Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient says that they had their implant taken out on (B)(6) 2024 because it wasn't working very well. They said it seemed to work for about 6 months and then it stopped helping. They said the trial worked better than the implant and stated "I dont know if it wasn't set up correctly or not". Pt said they had a full spinal fusion "and it would have been in the way of that surgery, and because of the stimulator I had to have 2 surgeries because of where it was installed, one of the vertebrae had a compression fracture and they had to go back in and fuse a few more vertebras. Pt wanted to know what to do with equipment. Reviewed information. Emailed prs to update patients' device records.

Event description:
Additional information was received, it was reported the stimulator never seemed to work as well as the trial. The patient called their representative's several times, and was told to increase stimulation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.